Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the patient presented into the clinic. Review of the egms revealed episodes of at/af due to occurrence of pseudo pseudofusion, which the atrial paced event was blanking out the r wave, causing the ventricular paced event to not capture. Patient was asymptomatic. Programming change was made.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received a vibratory notifier for episodes of non-sustained rv oversensing. The patient presented into the clinic, and programming changes were made. No further episodes reported. The patient was asymptomatic.